Event description:
It was reported that lc105 and lc210 were used during an unknown procedure. It was reported by the affiliate that the clips are not secure in the applier. There was no consequence to the pt.